Event description:
It was reported by service report that the fowler descended down very quickly with a patient on it for no apparent reason. There was patient involvement and adverse consequences were reported by the nurse who reported that her shoulder was sore from trying to catch the fowler as it descended, but did not seek medical intervention. No reported patient injury.

Manufacturer narrative:
Result: fowler assembly. The nurse involved with this issue allegedly stated her shoulder was sore from trying to catch the fowler as it descended, but did not seek medical intervention. No reported patient injury.